Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 800 mg/dl with symptoms of ketoacidosis, abdominal pain, drowsiness, blurred vision, thirst, urination, nausea, vomiting, and confusion. The reporter stated that there were frequent loss of prime warnings, causing delays in insulin delivering. During the course of troubleshooting it was determined that the patient was not using the cartridge and insulin correctly. The reporter was using the cartridges for longer than stated in the user guide. The patient was also using cold insulin and not filling the tubing all the way when priming the pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of frequent loss of primes due to use error of the cartridges.